Manufacturer narrative:
Date sent to the FDA: 09/27/2007. The surgeon opines that the rectal perforation was caused by his finger during dissection. Should add'l information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the surgeon had performed a posterior vaginal repair in 2007. All surgery appeared to have gone well and the incision was closed. The surgeon was performing the last per rectum check and discovered that he could feel mesh in the rectum. He pulled on the mesh and the arm of the posterior pelvic floor repair mesh (on patients left side) pulled through and out the anus. Once he discovered that the mesh was in the rectum, he then re-opened the posterior vaginal wall incision and removed all of the posterior mesh. The surgeon then sutured up the tear in the rectum with three layers of suture, as recommended by a colorectal surgeon that he phoned. The surgeon then re-sutured the posterior vaginal wall incision. No mesh was left in the patient. The surgeon believes that it was his finger during the dissection that caused the tear in the patient's rectum. The tear was reported to be two or three centimeters in size. The following month, it was reported that the patient had a scope performed by a colorectal surgeon and looked fine. The patient has gone home from the hospital.